Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.

Event description:
It was reported that nrg transseptal needle was selected for use. During preparation, a crack was observed in the packaging during unpacking. It was unknown whether it was caused by the staff upon removal out of the outer box or whether it had been cracked originally; therefore, it was replaced as sterility compromised. The timing was unknown, as the product was usually removed from the outer box during preparation before the patient entered the room and sometimes left in its original packaging. The procedure was completed successfully by using different device, same model. No patient complication was reported. It was furthermore reported that a crack was noted in the packaging. It was stored on a shelf in its box. The device was not damaged. It was furthermore reported that, it occurred during preparation. The sterility was unknown, but since there was a possibility that sterility has been compromised.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.

Event description:
It was reported that nrg transseptal needle was selected for use. During preparation, a crack was observed in the packaging during unpacking. It was unknown whether it was caused by the staff upon removal out of the outer box or whether it had been cracked originally; therefore, it was replaced as sterility compromised. The timing was unknown, as the product was usually removed from the outer box during preparation before the patient entered the room and sometimes left in its original packaging. The procedure was completed successfully by using different device, same model. No patient complication was reported. It was furthermore reported that a crack was noted in the packaging. It was stored on a shelf in its box. The device was not damaged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. During preparation, a crack was observed in the packaging during unpacking. It was unknown whether it was caused by the staff upon removal out of the outer box or whether it had been cracked originally; therefore, it was replaced as sterility compromised. The timing was unknown, as the product was usually removed from the outer box during preparation before the patient entered the room and sometimes left in its original packaging. The procedure was completed successfully by using different device, same model. No patient complication was reported.